Event description:
A healthcare worker complained of edema nasal mucous membrane, palpitations, dizziness, thirst, and pallor of the face while working in a room where disopa solution was used. The worker was treated with an intravenous drip of fluid replacement and atarax-p. The worker recovered within several hours after treatment. The customer reported the worker was wearing a mask when the event occurred. It was reported that the room had inadequate ventilation.